Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture. Upon review, it was noted that the rv lead delivered episodes of inappropriate shock and inappropriate anti-tachycardia pacing (atp) therapy. The lead was explanted and replaced. The patient was in stable condition.